Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the driveline infection and a correlation to the device could not be conclusively determined. Based on the information available to the manufacturer, the patient remained ongoing on pump support until receiving a transplant on (B)(6) 2014. The device was reportedly working as expected at the time of the transplant; however, the pump will not be returned for evaluation. A review of the manufacturer's complaint history showed that the patient had a previous complaint of driveline infection (please reference MFR report # 0002916596-2013-00063). A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists infection as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient continues to have a driveline infection. The patient is being treated with oral antibiotics.